Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited loss of capture. Dislodgement was further confirmed by fluoroscopy imaging. The ra lead was explanted and replaced. Patient condition was stable.